Event description:
It was reported that the patient underwent a vapor therapy. The patient's tissue exhibited abnormalities after the procedure, with a band of tissue at the bladder neck and hidden defect of tissue behind healed tissue on lateral lobe. The patient was also experiencing lower urinary tract symptoms. A photoselective vaporization of the prostate had to be done to treat the patient.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.